Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was substantial evidence to support the following reported events; a type lllb and llla endoleak along with a corrective secondary procedure. The most likely cause of the loss of seal with complete component separation was related to the off label use of a non endologix product as well as a persistent type ii endoleak in the lcia which was present at implant. The most likely cause of the compromised stent graft integrity was related to the use of strata material. There were no procedure related harms identified. The patient was reported as doing well post secondary endovascular procedure. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by(B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Patient originally implanted with an afx bifurcated, suprarenal, and a limb extension in (B)(6) 2013. Patient returned approximately 4.5 years post index procedure with what looks to be a type iiib endoleak of the bifurcated graft and a type iiia endoleak of the iliac component. It was noted that the patient had a hyposnorkel done during the index procedure. Physician elected to perform a complete reline with ovation stents. Patient was reported to be doing well post procedure.